Event description:
Customer responded to pulseless non-breathing pt. Pt remained asystole throughout entire event. A number of shocks were delivered prior to customer alleging device displayed fault condition. Pt expired. Svc resp unable to duplicate alleged fault condition.